Event description:
The event was found at preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a connection failure resulting from debris inside the scope socket. The copper pins on the scopes were not connecting with the pins in the light source, so we speculated that the pins inside the light source were bent or damaged, causing the image problems. Debris inside scope socket cause poor connection. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source exhibited the copper pins on the scopes were not connecting with the pins in the light source. It was speculated that the pins inside the light source were bent or damaged, resulting in image problems. There were no reports of patient harm.